Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that an incident occurred during a mediastinal surgery in which the handpiece bipolar sealer potentially caused a burn injury to a patients shoulder when laid down on the drapes. The device was not holstered and no audible alert was heard by the staff to indicate that the device was in use. The case was under investigation by a root cause analysis team. Thus no information was being shared by facility at this time.